Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 40 - 50 mg/dl. Customer was manually adjusting the bolus recommendation by the bolus wizard and by doing this they was able to manage blood glucose better. Customer declined to troubleshooting for low blood glucose. No further patient complications were reported. Device will not be return for analysis.